Manufacturer narrative:
The peritonitis occurred on an unspecified date "about two weeks ago in (B)(6)" 2019. This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An automated peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further specified. The patient was not hospitalized for the peritonitis event. The patient was treated with cefazolin (two doses) for the event (no further details provided). The nurse reported the plan was to treat with vancomycin for the peritonitis. Action with pd therapy was not reported. At the time of this report, the patient was not recovered from the event. It was not reported if the patient was retrained on the proper aseptic technique; however, it was reported the patient was ¿trained extensively for several months on how to perform peritoneal dialysis on the amia cycler¿. No additional information is available.